Manufacturer narrative:
The device is not available for evaluation. Without the returned device a probable cause is unable to be determined.

Event description:
The event involved a plumset which it was reported that a chemotherapy drug leaked. There was no report of patient involvement or patient harm.